Manufacturer narrative:
B1, b2, b5, d6b, h1, and h6 updated; patient death has been reported. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the direct surgical access to support the 73 year old male patient who had been admitted in for a coronary artery bypass graft (CABG) and valve surgery, and presenting in scai stage e at pump insertion. Prior to the support placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The other underlying medical history was not shared. On the day of implant the 5.5 had placement signal issues, but the pump remained on for support despite this. There was no consequence to the patient and support. After 15 days of support the patient expired when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical direct aorta for mechanical circulatory. The impella 5.5 placement signal was off by more than 30 mmhg compared to the arterial lines. Imaging was used to check the pump's position and the pump was in good position. No patient harm was reported. The patient is still on support.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue is most likely due to a calibration issue as evidenced in the data logs by the offset during calibration but the proximal cause of the positive pressure and the resulting offset cannot be established due to insufficient clinical information and lack of product provided.